Manufacturer narrative:
H4: the lot was manufactured from july 07, 2022 - july 08, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and shows fluid inside a bag that contains the device which suggested a leak may have occurred. The reported condition was verified. The photo also shows the blue winged luer cap to be crooked. The blue cap was attached to the flow restrictor. A crooked blue cap indicates the cap was not properly closed on the flow restrictor and therefore resulted in a leak at the flow restrictor. The product label indicates the blue cap should be securely connected to the flow restrictor after the device is filled and primed. Therefore, the cause of the leak was determined to be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the flow restrictor. This occurred prior to patient use. There was no patient involvement. No additional information is available.